Event description:
It was reported, that patient's right ventricular (rv) lead exhibited loss of capture and r wave amplitude variation. It was noted, from fluoroscopy, that the lead was dislodged. During lead revision procedure, it was noted, that the lead helix was not able to be extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of r-wave amp variation, failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination found the inner coil was overtorqued inside the connector region consistent with procedural damage. After cleaning the distal end of the lead, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The cause of the reported event of helix mechanism issue was due to the overtorqued inner coil and helix being clogged with blood/tissue. No other anomalies were found.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported events of r-wave amp variation, failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual and x-ray examination found the inner coil was over torqued inside the connector region consistent with procedural damage. After cleaning the distal end of the lead, the helix could be extended and retracted by applying torque directly to the connector pin. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil and helix being clogged with blood/tissue. No other anomalies were found.